Event description:
This is a self-reported issue. Up to date of event, for approximately 10 years, I had sought medical help for chronic, painful mouth sores, general fatigue, depression and mental confusion. In the event year, I had found information relating amalgam dental fillings to my symptoms on various websites. As of the date of the event, I had my amalgam filling removed and replaced with composite dental fillings. After about a week from the fillings being removed, during which I suffered from vertigo and general exhaustion, I noticed a distinct improvement in mood and mental clarity. As well, since the event date, I have not had a single recurrence of the mouth sores described as "aphthous" sores by the dentist who witnessed them as she removed my alagam fillings on the event date. I have personally experienced the distinct change in health before and after amalgam fillings. I would like to report that in my personal medical experience that amalgam fillings, likely due to the continual leaking of mercury, are a dangerous product. I personally would never allow these back into my mouth or into anyone of my children's bodies. I believe as I have witnessed first hand that amalgam fillings are a danger to society and decrease health and well-being. Since the content of an amalgam filling is considered as toxic waste, it makes no sense that the FDA should continue to condone the placement of this material in the human mouth. I believe it is extraordinarly callous to place this material into the mouths of children who then grow up with this ticking time bomb as I have. I wonder how much of a galvanic issue I may have had while having braces for 3 years while also having 6 fillings in my mouth. There is additionally the issue of when a dentist is to remove an amalgam filling, the majority of dentists simply apply a drill to the filling. This drill causes heat on the amalgam and releases dangerous levels of mercury into the air and into the patient. I believe I was sick the week following my amalgam filling due to the burden of mercury inhaled during removal of the fillings. I believe that the amalgam dental device is too dangerous to continue using and would hope that the FDA begin review of its safety and include the impact on small children, persons with braces or other metal surfaces in the mouth, the process of removing the amalgam and the burden of mercury that may cause to the patient, and the accumulative effects of long-term mercury exposure.